Event description:
A caller reported malfunction 199 in the tandem source indicating a pump malfunction. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, and the caller confirmed understanding.